Event description:
Customer reported he was at school and someone bumped into him, causing his sensor's cannula to bend. Customer had to change the sensor. Customer also reported having low blood glucose levels. Last night he was 67 mg/dl, and a few days ago his blood glucose was 57 mg/dl. Customer is working with a trainer to resolve these issues. Customer declined speaking with help line. Customer's current blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.